Event description:
It was reported that the patient received a persona tibia and a tm primary patella on (B)(6) 2015. Due to reported pain and possible loosening the tibia was revised. Note: the persona tibia is a zimmer biomet (B)(4) design control and the tm primary patella is a zimmber biomet (B)(4) design control. The tm primary patella was not revised.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Not revised, remains implanted.

Event description:
Pain - no revision.